Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products hx1.25, tool hex sst 1.25mm 17mm, unknown lot number. Therapy date unknown. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
The doctor reported that during the placement of a plastic try-in, the abutment malfunctioned as it got stuck in the implant. While attempting to loosen it, one tip of the ratchet driver broke and the other one got deformed (bent). The affected dental position is #47. The dental procedure was completed. This complaint refers to the abutment that got stuck in the implant.